Event description:
It was reported that a wearable failure occurred. The product was evaluated. Nordic bluetooth pairing test was performed and no damage was found. Performance data was reviewed. The allegation was confirmed due to the wearable failed testing. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient went to bed at approximately 9:00 pm. At that time, the dexcom sensor was functioning, although the patient could not recall her glucose readings prior to sleep. Around 11:00 pm, the patient¿s boyfriend found her drooling and unresponsive, prompting him to call emergency services. At the time of the incident, the dexcom sensor was no longer providing readings due to a sensor failure. Upon arrival, paramedics performed a fingerstick test, which revealed a blood glucose level of 42 mg/dl. The patient was administered IV medication, after which she regained consciousness. She was also given sodas and glucose gels before being transported to the emergency room (ER). During transport, the patient experienced persistent vomiting. She remained in the ER until 4:00 am for monitoring and continued IV treatment. The patient was discharged in stable condition with a blood glucose level of approximately 150 mg/dl. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.